Event description:
The article titled "anterior screw fixation of type ii odontoid fractures in the elderly" consists of adverse events regarding non-synthes product. 142086. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).